Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified radial vein of the forearm. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured in vertical form at 10atm for 30 seconds. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications and the patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).